Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place malfunctioning pump into storage mode, reprogram personal pump settings and reconnect continuous glucose monitor on replacement device, and return affected pump using prepaid shipping label.